Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated ¿unable to proceed¿ alerts during the fill tubing step while using a steel 6 mm contact/detach infusion set, with an observed leak at the connector/adaptor during one attempt; guided dry-run fill without supplies succeeded, but subsequent attempts with new supplies reproduced the alert. Symptoms included no change in blood glucose and no adverse clinical effects. Outcomes included use of an alternative insulin therapy and replacement of the device and supplies. Investigation included troubleshooting and education by support, confirmation of alerts consistent with an occlusion or flow interruption, and arrangement for device replacement. Investigation of this case revealed a device performance issue during the fill process and evidence of leakage at the connection point, consistent with a delivery pathway or component interface problem. It was concluded, based on previously established findings for similar reports, that the cause was an interaction between the device and disposable components resulting in flow interruption during priming and causing an possible occlusion.